Event description:
Blood lines developed a split on venous side between dialyzer and venous air chamber. Pt noticed blood leaking and notified staff. Pt was removed from treatment and blood lines removed from machine. Machine did not alarm and was removed from floor for equipment tech to check. MFR# 9616074-2005-00023.